Event description:
It was reported when using the pyxis medstation es system was unable to be overridden. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that there was no shared override group among the medication, station, and user role. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.